Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing. Programming changes were implemented. The patient was in stable condition.